Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a temperature issue with the pump. The reporter stated that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 01/19/2017. The device has been returned and evaluated by product analysis on 12/30/2016 with the following findings. During investigation, there was no activity relating to the complaint in the black box or download history. The battery compartment was found to be cracked. No overheating was duplicated during testing. The pump electrical current draws were found within specification. The pump was opened and there was no damage or evidence of internal moisture found.